Event description:
It was reported that the customer experienced a blood glucose (bg) level of 377 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and performed a supply change to address the issue and went to the emergency room with trace ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Discharge date was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.